Manufacturer narrative:
Product analysis :visual and optical examination of mas bone screw confirm breakage approximately ~3 threads from the base of the bone screw head, optical examination reveals severe secondary (post-fracture) damage to the fracture surface. Due to the extent of the fracture surface damage, no additional observations can be determined regarding the fracture. Dimensional examination of the major and minor diameter verified conformance to print specification. Inconclusive, due to implant being returned in condition unsuitable for analysis. Gch item # 10 feature or dimension major diameter 5.5 +0.15 /-0.0 specification location msd-es-103-b-5.5-a measurement method keyence im-6225 inspector/date (B)(6) 2016 measurement results 5.578 mm pass / fail pass gch item # 10 feature or dimension minor diameter 3.85 +0.15 / -0.0 mm specification location msd-es-103-b-5.5-a measurement method keyence im-6225 inspector/date t. Donald / 26 feb 2016 measurement results 3.943 mm pass / fail pass (B)(6) (B)(4) location : other. Event location other : unknown.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore cause of event cannot be determined.

Event description:
It was reported that broken screws were observed in the patient. The initial procedure the patient underwent was a l4-l5 fusion in 2014. It was reported that on (B)(6) 2015, the patient fell. The patient visited the hospital for examination and broken screws were found. The patient underwent surgery to remove the broken screws at l5, replace them with larger diameter screws, and extend the construct to l3 (l3-l5 fusion).